Event description:
It was reported that the user experienced difficulty attaching the infusion connector and was advised to apply additional twisting force, after which the connector attached and the tubing filled normally with no impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no change in therapy and no medical intervention. Investigation included user troubleshooting and verification of normal function after successful attachment. Investigation of this case revealed a user difficulty in attaching the connector, consistent with a connection or assembly issue with the infusion set interface, with normal device function once properly engaged. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.